Event description:
Total knee joint revision performed on (B)(6) 2015 by dr (B)(6) at (B)(6) hospital. Revision of pfc tc3 fixed barring due to pain and loosening of all components. Tibial stem broken. Revised to pfc pfmbt with sleeves and stems. Primary performed 4 years ago. Pt details: male. Photos and x-rays available. Explant available for return.

Manufacturer narrative:
Additional narrative: a complaints database search did not identify any anomalies. The parts and lab report were reviewed by bioengineering and a report was received stating based on the information received and the investigation performed, the root cause of the complaint was undetermined. The customer did not report a device defect. It is not possible to determine if there was a manufacturing fault. No corrective action is required. Post market surveillance is per (B)(4). The mode of failure of the prosthesis is multi-factorial and consideration has to be given to all other potential influences such as surgical process, patient variables i.e. Activity, weight, bmi and use, anatomical considerations and patient changes over time. This report details the findings from a review of the explants and information as supplied at the time of evaluation. Any conclusions from this data have to be placed into context with all other relevant factors the complaint shall be closed with an undetermined conclusion it will be entered into the complaint database and monitored through trend analysis.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: UDI unavailable. Followup with the complainant has been conducted for the catalog number and lot number, and the information is not available.